Event description:
Customer reportedly received results of 400 something (mg/dl) and 200 something (mg/dl) within 10 minutes on the advantage system. On a separate occasion, customer tested 280 mg/dl on the advantage system and 130 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.